Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
It was reported that the rv lead was capped and replaced due to multiple inappropriate shocks caused by a lead fracture. A lawsuit alleged that the "lead had failed." The lawsuit further alleges that the patient "suffered extreme physical injuries, extreme emotional and psychological distress". It was further reported that the capped lead was subsequently explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.